Manufacturer narrative:
(B)(4). The event occurred on an unreported date in (B)(6) 2015. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On an unreported date at the end of the same month as the onset of peritonitis, the patient was hospitalized for the peritonitis event. The cause of peritonitis was not reported. The patient was treated with unspecified antibiotics (route, dose, frequency, and duration not reported) for peritonitis. Physioneal therapies were ongoing. At the time of this report, the patient was recovered from the event and discharged from the hospital. No additional information is available.